Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) cassette leaked from an unknown location. This was identified while priming the set for automated peritoneal dialysis. The patient was not connected at the time of the event. Renal therapy services (rts) advised the caregiver to end the set up and to start over with new supplies. Rts assisted the caregiver (cg) in removing the cassette from the device and reviewed proper procedures per the user manual with the cg. There was no patient injury or medical intervention associated with this event. No additional information is available.